Event description:
It was reported via repair work order that the retractable head section does not always lock in out position due to the safety bar was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.